Event description:
It was reported that when the surgeon was performing rom check after implanted the insert, the heard "clack" from the pt's knee. He removed the insert immediately and he found the small cut on the post of the insert and a lot of impression and scratches on the sliding surface. Another insert was implanted.